Event description:
The customer reported that the tip of this suture hook broke off during use. The broken tip was retrieved without patient injury or surgical delay.

Manufacturer narrative:
Investigation results: conmed linvatec received this device for evaluation without the detached tip. A visual examination found the tip detached at the weld joint and the tube bent. Conmed linvatec initiated a corrective action for this failure mode. The IFU was updated with the following: warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Precautions: do not exceed five (5) procedures per limited reuse suture hook. Do not attempt to pass more than one strand of suture at a time or the suture may not pass. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. To facilitate sterilization and proper function of the device, clean instruments properly after each use. Instruments (handle and limited reuse hooks) should be stored in the spectrum ii sterilization tray to protect the features. Instructions for use: prior to use, always inspect suture needle for damage (i.e. Worn, dull, bent or cracked). Prior to use, always inspect and test the instrument for proper function.